Manufacturer narrative:
This report is filed on february 07, 2019.

Manufacturer narrative:
This report is submitted on december 31, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced wound breakdown and an abscess. Subsequently the device was explanted on (B)(6) 2018 and the patient was administered IV antibiotics (date not reported). The patient was not reimplanted with a new device.